Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed, confirmed with test strips and the machine alarmed. Estimated blood loss was 240cc's. A new system was strung and the patient completed their treatment without further issue. There is no other known ill effect to the patient. There is no sample available for evaluation.